Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart xl would not power up on battery power and would only work on ac power. There was no report of patient involvement.